Manufacturer narrative:
H.6. Investigation: a DHR was completed and no quality notifications were initiated during production. No samples or photos were provided for this incident. The reported defect of package damaged / defective / other, was not identified or confirmed and a definite root cause could not be established as no units were provided for this incident. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues that would contribute to the alleged defect.

Event description:
It was reported that three of the bd¿ insyte autoguard shielded IV catheters experienced foreign matter contamination before use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three of the bd¿ nsyte autoguard shielded IV catheters experienced foreign matter contamination before use.

Manufacturer narrative:
Per review, the device manufacture date has been updated. The following information has been corrected: device manufacture date: 2018-03-14.

Event description:
It was reported that three of the bd nsyte autoguard shielded IV catheters experienced foreign matter contamination before use.